Event description:
The customer reported falsely elevated architect stat troponin-I. The customer provided the following data for 1 sample: customer normal range 0.00-0.03 ng/ml sample ID (B)(6) result was 2.065. Repeat result with redraw sample ID (B)(6) was 0.0. The customer confirmed that patient care was not impacted and there was no reported impact to patient management. Update: received additional information from customer on 5 mar 2024 sample ID sid (B)(6) : resulted as 1.052 ng/ml, next draw result was 0.008. Customer reran both specimens and resulted as 0.008 (reruns occurred on same analyzer)initial result was 1.052 ng/ml, next draw result was 0.008. Customer reran both specimens and resulted as 0.008 (reruns occurred on same analyzer). There was no reported impact to patient management.

Manufacturer narrative:
Additional information can be found in section b5 a1 patient identifier: complete list of sample ID's are (B)(6) . The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any related trends in which there was a product issue. The overall performance of the architect stat troponin-I was reviewed using field data from customers. A review of field data for the overall performance of lot 97999un23 indicated the patient median results are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat troponin-I, reagent lot 97999un23.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) & (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I. The customer provided the following data for 1 sample: customer normal range 0.00-0.03 ng/ml. Sample ID (B)(6) result was 2.065. Repeat result with redraw sample ID (B)(6) was 0.0. The customer confirmed that patient care was not impacted and there was no reported impact to patient management.